Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: I just wanted to reach out to let you know our staff noticed a foreign particle inside the 2l bag. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number 400640031. A device history record (DHR) review was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. One (1) photo was submitted to the manufacturer for evaluation. Through visual examination of the photo, it was observed that a hair was inside the packaging. The sample is not within specification; the reported defect is confirmed. The defect is a result of a failure in the production/packaging process. Corrective measures include informing the production personnel of the defect. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.